Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first firing of the device, the doctor closed the jaws on tissue and it started firing- even with the safety still in place and no finger on the firing trigger. The blade stayed at end of jaw, doctor tried reverse button. He noted the reverse button felt "loose" and did not work. He used manual override to retract knife blade and get off tissue. It was noted by physician that staple line did not look hemostatic and he had to use a different device to go across this area again to secure staple line. The device and reload will be returned for review. No leaks present during initial leak test at end of case. No patient consequence. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged pcb component. The device was returned with the bailout lever actuated and the knife in the home position. The bailout is of the new design and the bailout washer performed properly. The electrical switch component that is actuated by the firing trigger is referred to as a snap action switch. This type of switch is intended to ¿click¿ when the plunger is actuated, and ¿un-click¿ when the plunger is released. The ¿click¿ is the sound made when the electrical contacts change from open to closed and the ¿un-click¿ is the sound made when the electrical contacts change from closed back to open. The returned device was found to have a switch that did not always ¿un-click¿ when the plunger was released. This is an intermittent condition. Prior to disassembly, the intermittent condition could be verified by listening for the ¿click¿ and ¿un-click¿ when actuating and releasing the firing trigger. Sometimes, the ¿un-click¿ event did not occur, indicating that the switch was stuck. The vibration associated with opening and reclosing the device was enough to unstick the switch. The electrical control circuit is designed such that the device will fire when the device is closed to the point of latching the clamp release, and the firing trigger is actuated into the firing trigger switch. The clamp release switch and the firing trigger switch can be actuated in any order for the circuit to start the forward firing of the knife. However, this is normally not a concern because the firing trigger is guarded from actuation until the device is closed. The device will automatically reverse when the knife reaches the distal most position and the firing trigger switch is released. The event described by the customer can be partially explained by this ¿stuck¿ switch condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.